Event description:
It was reported that the ilet device¿s sleep/wake button intermittently did not respond to touch, and a replacement was arranged with instructions that the new device would need to relearn. Symptoms included no reported adverse health effects. Outcomes included the user continuing therapy with a replacement device and planning to return the original device. Investigation included a review of the reported issue and logistical coordination for replacement. Investigation of this case revealed an unresponsive sleep/wake control consistent with a device hardware interaction issue. It was concluded that the event involved a device malfunction of the sleep/wake button without patient injury.